Event description:
S ¿ situation: (B)(6) nicu(neonatal intensive care unit) has had 2 events involving the covidien argyle PICC (peripherally inserted central catheter). The luer lock portion of the PICC line does not secure attachments (noted to spin/pop off). This poses a potential risk for infection and bleeding b ¿ background the argyle¿ PICC may be used to administer fluids for hydration and parenteral nutrition, as well as other common intravenous medications, in case where long term i.v administration is necessary. A ¿ assessment there has been some recent reported events regarding coviden argyle PICC products with the following information: covidien argyle PICC insertion tray ref: 43309, lot # 232410023. In this kit the argyle PICC itself is in a separate package with a separate lot number see below: product: covidien argyle PICC single lumen 1.9 fr/ch (0.6 mm) x 30 cm ref: 43303, lot: 2405300377, exp: 1/22/2029 event information: when staff attached the new tubing, it would constantly rotate but would not secure. We then tried a different antireflux the same thing happened. PICC was inserted under sterile conditions and placement confirmed with x-ray. When hooking up to IV fluids, noted that the hub of the catheter was defective/broken and anti-reflux valve, flush, etc would not screw on tightly and lock in place. With no way to ensure that the line would not be disrupted/exposed, PICC needed to be replaced. Ref report: mw5172387. Pt code: 4582. Device codes: 1069, 4073, 1557, 3009.